Manufacturer narrative:
Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: the root cause of this failure was the donor's height was entered incorrectly.

Event description:
The customer reported that the wrong height was entered for the donor for a trima accel blood collection, it was entered as 6 foot 2 inches instead of 5 foot 2 inches. This resulted in too much anticoagulant (ac) being returned to the donor. The customer stated that the donor had no problems during the procedure or post donation. Patient's (donor) full identifier: (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: terumo bct's clinical specialist provided feedback to the customer regarding the implications of incorrect data entry of donor information.